Event description:
It was reported the unit stops or "shorts out" during use. When restarted, it works, but it is happening more often.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was rec'd in poor condition; the front overlay has a blemish that was caused by an impact. The internal c89 was knocked off the dc power supply pcba, but did not affect the system. The rear rubber feet are dry and cracked. The unit delivered rf energy correctly into the fixed resistors. The rf controller software version may not always measure the impedance of a split foil pt return pad accurately when energy is being delivered. The software was upgraded for the rf controller and has following changes: no longer flags e3 error is impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.